Event description:
My husband took the at home covid antigen test abbott binaxnow covid-19 test on (B)(6) 2021 and received a positive test result for covid. He stayed home from work and took a drive-thru pcr test at a local hospital on (B)(6) 2021 along with my daughter and I. On (B)(6) we received results that all 3 of us were negative for covid-19. Because he was still experiencing symptoms on (B)(6), all 3 of us took another at home abbott binaxnow test. My daughter and I were negative, my husband tested positive again. He took a 3rd test on the same day- it was positive again. He took another drive thru pcr test on (B)(6) - this test came back negative. He remained home from work for the entire week because he did not want to risk spreading covid even with the mixed results. He took another pcr test that came back negative (B)(6) 2021 . He took another abbot binax test (B)(6) 2021 that came back positive. At this point my husband has had 4 positive at home tests over the course of 8 days, but 3 negative pcr tests during the same time-frame. I dont know if this is an issue with the abbot at home test or the pcr test. I dont know if this is due to another variant of covid that the pcr test is not detecting. I have called abbot binax customer service to report the issue, they took down information but did not have any advice or information to explain our situation. It is worth noting my (B)(6) year old daughter was sick 4 weeks ago with vomiting/diarrhea. We had tests done and covid was not detected but maybe she had the same issue my husband is currently having. We dont know what to do at this point, how long to quarantine or if/how long my husband could spread covid if he has it. Test taken (B)(6) all positive for covid. Pcr test taken (B)(6), all tested negative for covid abbot binaxnow test-all instructions were followed very carefully, exactly as written, with each test. FDA safety report ID # (B)(4).